Event description:
It was reported that using a right femoral artery access approach during a procedure of the non-calcified, non-tortuous celiac ostium the 6.0 x 12 mm herculink elite stent delivery system was advanced but could not cross the lesion due to the anatomy and the stent strut was noted to be flared. It was noted that during removal of the sds the stent strut caught on the edge of the guide catheter and began to dislodge off the balloon; the sds and stent was retrieved in the guide catheter, however, at the sheath there was concern that the stent implant might dislodge if removed. The patient was stable. Surgical consult was discussed and it was agreed to transfer the patient to a second hospital where the surgeon could complete the endovascular removal. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.